Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the battery was not depleted and telemetry was restored. However, further analysis indicated an electrical open. The solder joint was fractured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider via a manufacturer representative reported that during a patient's follow-up appointment, it was determined that the implantable neurostimulator (ins) battery had depleted after one year. The patient's indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. No troubleshooting was done and the battery was replaced. The issue was resolved. No potential event causes or symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.